Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient was found down at home on (B)(6) 2020 for an unknown period of time. The patient then began experiencing seizures and became unresponsive. The patient was intubated and admitted to the cardiovascular intensive care unit. The patient expired on (B)(6) 2020 due to intracranial hemorrhage, and it was reported that no autopsy would be performed. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files contained data from 15mar2020 through 25nov2020, and found that the pump operated at the set speed without issue. The controller periodic log file captured a no external power alarm at 07:18:59 on 23nov2020 (refer to MFR 2916596-2021-01615). The pump properly operated at the set speed without issue during this event. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22apr2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-01615. It was reported that the patient was found in his home last week on (B)(6) 2020 for an unknown period of time then began having seizures and was finally unresponsive. The patient was then intubated in the cicu and has been since last week. A log file evaluation was requested. It was noted that the event file was mostly filled with pi events. These pi events were persistent and occurring on (B)(6) 2020. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Possible causes for these pi events are: patient is at a hypovolemic state, set speed is set to high, rv failure, arrhythmias, bradycardias or inadequate hr, bleeds, tamponade and maps to high or low. Otherwise, there were other no unusual events seen within the log file. The mcs equipment was operating as intended. It was reported that the patient passed away on (B)(6) 2020 due to intracranial hemorrhage. No additional information was provided. No autopsy was performed. The device was not explanted. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down in his home last week on (B)(6) 2020 for an unknown period of time then began having seizures and then unresponsive. The patient was then intubated in the cardiac intensive care unit. A log file evaluation was requested. It was noted that the event file was mostly filled with pi events. These pi events were persistent and occurring on (B)(6) 2020. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. It was later reported the patient passed away on (B)(6) 2020 due to intracranial hemorrhage. No autopsy was performed. The device was not explanted.